Event description:
New information notes that the programming changes were made on the device. No patient consequences.

Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were discussed, no intervention was reported. There were no patient consequences.